Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, hematoma. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the suture broke. A greater than 6mm hematoma developed distal to the access site. Manual compression was used to express the hematoma and achieve hemostasis. Protamine sulfate was administered to reverse of the effects of the heparin administered. The physician believed that due to the patient having a deep tissue tract, the angle of the device during insertion was too "steep." There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. Failure to follow steps/instructions.